Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented to the ER with phrenic nerve stimulation. High, out of range impedance and increased capture threshold was observed. Programming changes were made and measurements were stable. The patient is stable and will be monitored with routine follow-up.

Event description:
New information notes that the asymptomatic patient presented in the hospital for an lv lead revision. The device was programmed to 'rv only' pacing. The physician attempted to revise the lv lead today but was unable to gain access to the coronary sinus (cs). The decision was made to only replace the device and the patient will be scheduled for a lead extraction in the future. The patient was stable.